Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 301940 lot 1811151 to investigate for this record. Unfortunately, as a result, bd was able to verify the reported issue. DHR showed no indication of the alleged defect.

Event description:
It was reported that an unspecified number of syringe s2 2ml 23ga 1-1/4 in bd (B)(6) experienced leakage prior to use. The following information was provided by the initial reporter: during the dispensing process for the patient, the liquid leaked from the barrel inner wall of the syringe, causing radioactive contamination of the drug and waste of the liquid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 2 ml 23ga 1-1/4 in bd (B)(6)experienced leakage prior to use. The following information was provided by the initial reporter: during the dispensing process for the patient, the liquid leaked from the barrel inner wall of the syringe, causing radioactive contamination of the drug and waste of the liquid.